Event description:
It was reported by repair work order that the customer alleged that the frame trigger was sticking.

Manufacturer narrative:
It was also found during the investigation that the x-frame base was also leaning due to the damage.

Event description:
It was reported by repair work order that the customer alleged that the frame trigger was sticking and the x-frame base was leaning.